Event description:
It was reported that since the patient had the implantable neurostimulator (ins) replaced a year and a half ago the patient had a "decline in health status" since. The day of report the health care provider (hcp) interrogated the device and it had shown that it had been off when the patient came in that day, and it had been off for the prior 4 months. The hcp had interrogated the device in november and knew the device was on at the time. It was unclear if the discrepancy was due to a logging issue or if the battery had actually been off. The patient had no side effects or benefit from the device when the hcp did programming. A "mapping session" and changing of electrode was attempted with no success in therapeutic benefit. The device was turned off and patient symptoms did not change. An impedance measurement determined high impedances using the 0 electrode, however, the 0 electrode had not been programmed. Therapy impedances were normal. It was noted the patient had some falls. The patient had a cat scan done the day of report to determine if the lead had moved. Results of the cat scan were not available at the time. Additional information received about a week later reported impedances were greater than 40,000 ohms for the 0 electrode. The 0 electrode was still not programmed. Reprogramming was performed 4 days after the initial report, and the patient was receiving therapy and was to follow up with hcp at next appointment.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389s-40, lot # v011992, implanted: (B)(6) 2006, product type lead; product ID 3387s-40, lot # v010424, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Additional review reported that the patient¿s main symptom was rigidity and the patient did not get any different than ¿what she was¿ when the health care provider (hcp) turn the device on. The patient experienced side effects of facial pulling when the hcp check the electrodes on the right implantable neurostimulator.

Manufacturer narrative:
(B)(4).